Event description:
It was reported that during the pump trial the patient was on intravenous for pain medication.he was taken off of this and was sent home with oral medication, however, the patient reportedly passed out before he left the hospital. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient¿s pump trial was in 1999. The cause of the patient¿s passing out was not known if related to the pump trial/therapy. The patient received morphine during the trial. The patient full recovered and was implanted with his first pump on (B)(6), 1999.

Manufacturer narrative:
(B)(4).